Manufacturer narrative:
(B)(4). Attempts were made to obtain complete event details, as well as patient and device information; the physician commented that the patient's condition was good after the surgery. The patient remains hospitalized for monitoring. The guide wire and the catheter were returned to the manufacturer. The returned guide wire was cut intentionally into two pieces: an approximately 61cm-long shaft and an approximately 84cm-long shaft. The 84cm shaft had an approximately 26cm long distal piece of the catheter. The catheter shaft piece showed a trace of separation at its proximal end. A piece of string was tied at a site proximal to the separated surface. The distal tip of the catheter had a trace of constriction. It also had loosened strands which suggest accumulation of rotational force, as well as scratches on the polymer jacket at a site proximal to the tip. The distal piece of the guide wire, including its coil wire part, was not returned. The returned catheter was separated at approximately 135cm from the proximal end. The shaft presented meandering deformation that can be attributed to the manipulation. Lot history revealed no anomaly related to the reported event, and no other similar product experience report was received regarding the lot. It's assumed that the distal tip of the catheter had entered into the in-stent heavily calcified lesion, where it was deformed and trapped by the lesion. Therefore, it was concluded that there was no indication of product deficiency. Although there was no indication of product deficiency, this is considered a health hazard because the event caused the patient to undergo a surgery. IFU states: - [warnings] always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the yconnector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.); - [warnings] do not use this microcatheter in advanced calcified lesions; and - [malfunctions and adverse effects] withdrawal difficulty.

Event description:
Reportedly, at a pci procedure to treat a heavily calcified in-stent restenosis at rca #1-4, an asahi catheter and the subject guide wire were used in combination by way of the retrograde approach. During the procedure, the two devices got trapped at the #4 heavily-calcified lesion, when a severe drop in blood pressure of the patient was recognized. With support of pcps, the two trapped devices were retrieved by surgery. Also CABG was performed and revascularization was completed.